Event description:
It was reported that during the implant procedure the patient presented with atrial fibrillation. There was undersensing and p-waves were unacceptable in spite of multiple lead positions. The lead was removed and not replaced. The physician elected to downgrade the implant from a dual chamber system to a single chamber system secondary to the patients atrial arrhythmia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.